Event description:
Reportable based on device analysis completed on 13oct2025. It was reported that a balloon failed to inflate and leak occurred. The 60% stenosed target lesion was located in the mild calcified vessel. A 7.0 x80, 75cm gladiator elite balloon catheter was selected for use. During the procedure, it was noted that the balloon failed to inflate and was leaking liquid after removal. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, returned device analysis revealed a balloon tear.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) e1: initial reporter phone: (B)(6). Device evaluated by MFR: the gladiator was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material.the tear measured 90mm in length and extended from a position 10mm proximal of the proximal markerband to 8mm distal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.